Event description:
Follow up revealed that the issue was able to be resolved by reprogramming. Patient now has effective therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was only able to provide partial stimulation. Diagnostics were done on the lead and tested for normal impedances. X-rays were taken, however the results are unknown. Patient denies experiencing any falls or trauma. Surgical intervention could be pending to address this issue. Note: this patient has two 3186 leads from the same lot.